Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report is from synthes (B)(4).

Manufacturer narrative:
Patient information is unknown. UDI: (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as the mesh was cut during a facial reconstruction procedure on (B)(6) 2017, one of the two (2) instrument arms broke on four (4) mesh cutting scissors, rendering them unusable. It was confirmed that fragments were generated from the broken devices during the procedure. The fragments were easily removed without delay or any additional intervention required. The procedure was successfully completed. Concomitant devices reported: mesh (part number unknown, lot number unknown, quantity unknown). This is report 4 of 4 for (B)(4).